Event description:
It was reported that during an abdominal aortogram with left leg runoff with stenting of the left common iliac artery, stent dislodgement difficulties occurred. The customer stated that, "during the procedure, the stent got caught on something sharp in pt's anatomy and dislodged the balloon. Pinned up opened stent up against the wall of the anatomy with another stent successfully." It was further reported that the lesion being treated was a slightly calcified, 58% stenotic region in the non-tortuous 7.73 mm diameter left common iliac artery. The lesion was not predilated. The physician used a right groin puncture site to access the lesion. It was noted that there were no difficulties navigating the system through the sheath, "but sharp plaque and the up and over access made it difficult to get to the lesion." The stent dislodged in the aorta and the physician attempted to snare it, but was unsuccessful. The stent migrated to the iliac (target site), so the physician changed access to the left groin. Kissing balloons were employed and he used another of the same type of stent to pin open the initial stent to the vessel wall. He subsequently stented the right common iliac also, so they were equal. The pt was asymptomatic during this event and was discharged without complications. Current pt status is reported as "fine."